Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.